Manufacturer narrative:
Age reported as greater than (B)(6) years. (B)(6). One used burr was returned for evaluation. Visual inspection identified that the bushing has multiple axial skiving. The metal shards appear to be pieces of the phosphorous bronze bushing that were skived off during repeated withdrawal and insertion of the inner blade. Each time the inner blade is removed from the outer sheath and then re-inserted, the proximal end of the sheath rubs against the bushing causing skiving of the bushing material. A review of the device history record was performed which confirmed no inconsistencies. After the evaluation the root cause could not be determined. Missing information from this report is identified as a blank, unknown and as no information (ni). This information was not provided in the reported event or available at the time of report submission. (B)(4).

Event description:
Shedding during a hip arthroscopy using a burr, 5.5 abrader, 180 lg, high vis, dspl it was reported that the surgeon was attempting to burr along the femoral neck when he noticed metal shards in the joint. At this point he changed the burr to a barrel burr and continued procedure. The joint space was flushed out with fluid. There were no reported patient injuries or complications. 2nd device request (B)(6) 2013.